Event description:
A technician reported a case of bilateral superficial punctate keratitis (spk), observed at two weeks post photo refractive keratectomy (prk). Reporter indicated "1+ superficial punctate keratitis". Patient noted trouble with near vision, has to get too close. Upon additional follow up, reporter indicated the patient was prescribed artificial gel tears, vitamin c, cyclosporine ophthalmic emulsion eye drops, and the issue was resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer reporter will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).